Manufacturer narrative:
(B)(4). After battery installation, the unit displayed a critical pump error (open book image) due to corrosion just about everywhere on pcba1. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the critical pump error. The unit was received with a crack in the battery tube that extends to the top of the unit where the battery threads are located. Inserted a test p-cap into the retainer ring, and it locked in place properly.

Event description:
Information received by medtronic indicated that the insulin pump was exposed to moisture. Insulin pump screen had moisture on it. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.